Manufacturer narrative:
The manufacturer previously reported a failure of the oxygen blending module board. The oxygen blending module board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the oxygen blending module board failing was due to the solenoid valve being stuck open.

Manufacturer narrative:
The manufacturer previously reported a ventilator fails to charge the internal battery. The device was returned to the manufacturer for evaluation. During evaluation, "service required" codes were found in the device's downloaded error log. The device's internal battery and oxygen blending module board were replaced to address the issues.

Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.